Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals and t-waves. Technical services (ts) was consulted and reviewed stored data. Ts recommended further in clinic examination and x-ray imaging to determine possible repositioning. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system delivered two shocks as inappropriate therapy due t-wave oversensing. This device remains in service. No additional adverse patient effects were reported.